Event description:
Patient reported that before breastfeeding stopped,"not enough milk production was experienced." This record is for the right side. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/apr/2012 a review of the device history record has been completed. No deviations or non-conformances noted. The event of breastfeeding difficulties is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breastfeeding difficulties.

Event description:
Patient reported that before breastfeeding stopped,"not enough milk production was experienced." This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, deformation and crease fold. Observed 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment is: no issues found related with the manufacturing.